Event description:
During a shoulder arthroscopy procedure, while inserting the shaver through the cannula, a portion of the upper seal (cannula) broke off in the patient. The broken piece was retrieved within 5 minutes. No injury.